Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with an advisory alarm on their controller while attached to the mobile power unit (mpu). The patient and clinician tried to troubleshoot the alarm, but it did not resolve. The patient was given a new mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of advisory alarms caused by the mpu was confirmed. The returned mpu (serial number (B)(6) was received and tested by the service depot. Upon being connected to a test system controller, the controller alarmed with a low voltage hazard correlating to both power cables. The issue was narrowed down to the mpu¿s patient cable. The continuity of each individual wire within the patient cable was measured, and all measurements were observed to be above average. The mpu¿s patient cable was replaced with a new component, and further atypical alarms were not reproduced after this replacement. A full functional checkout was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. Since physical damage was not observed on the patient cable, the root cause of the event was determined to have been wire fatigue within the cable¿s conductors. However, the root cause of the wire fatigue was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instruct users on how to resolve all specific alarms that sound from their controller, including low voltage alarms. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.